Event description:
The consumer reported their thermometer was giving false negative readings on their child on two separate occasions. The device allegedly was reading 4-6 degrees lower than the child's actual temperature. The consumer claims that the child was treated at a hospital on two occasions, where it was confirmed that they had a fever. There were no complications from these incidents, and the child is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.